Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose has been between 90mg/dl-515mg/dl. The customer has treated with manual injection. The customer declined high blood glucose troubleshooting. Customer is disappointed with insulin pump, due to it taking longer to rewind. Customer is requesting pump to be replaced. Customer does not feel well and continues taking more insulin.